Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support determined that personal profile was incorrect requiring adjustments. Cts confirmed that the pump functioned as intended and the cause of the low bg was unknown.